Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump backlight was dim and found scratches on the screen and less visible. Reported no delivery alarms and the pump had a louder rewinding noise, the buttons were unresponsive. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-441a, mmt-1884. Customer reported a backlight anomaly. The customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer reported a past insulin flow blocked alarm. Customer reported being unable to exit the load reservoir process. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-441a. No product return is required for mmt-1884.

Manufacturer narrative:
A set p-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit rewound properly during testing. No unexpected alarms noted during rewind, priming or during self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. In the display option menu, the brightness levels 1 through 5 were working properly. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Pump error 43 was found in the history files or traces on (B)(6) 2023 at 15:01:39.00 and 15:01:47.00. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. The following were noted during visual inspection: dried insulin - motor slide, minor scratched lcd window, missing display window/cover, keypad overlay texture damage, pillowing keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case and scratched case. In conclusion, customer concerns for insulin flow blocked, keypad/button unresponsive, back light anomaly, rewind anomaly and prime/fill anomaly were not confirmed. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Unit tested successfully. Pump passed full drive test. Cosmetic damage was noted with minor lcd scratched on screen. No hard to read screen noted while navigating through the menu. However, other cosmetic damage was confirmed at the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and broken battery tube threads was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.